Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.